Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid lad during the index procedure. Clinical events committee adjudicated that the patient suffered a non q-wave mi on the day of the index procedure. One month follow-up was not completed as patient was unavailable. At six month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow-up's patient was asymptomatic / free of symptoms. Patient's cardiac status was reported to be silent ischemia at 4 year follow up. It was confirmed that the patient suffered a stroke approximately 4 years and 1 months post the index procedure. The event was not related to the stent. The diagnosis was confirmed by the neurologist.

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) inherent risk of procedure (cva/ stroke-mi).